Event description:
It was reported that everything the doctors tried on the patient for his ¿neuropathy back pain and so on¿ seemed to make things worse. The patient had so many doctors and yet no one could seem to help him. It was believed that the pump was not working right, but the doctors seemed to ¿blow him off¿.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).